Event description:
A customer observed biased amon quality control fluid results on vitros 250 analyzer. Biased results of the direction and magnitude observed on a patient specimen may lead to inappropriate physician action. No patient samples were assayed during the time of this event. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into the event has determined that quality controls were outside of acceptable limits after calibration of a new lot of vitros amon slides on a vitros 250 analyzer. Evaluation of calibrator responses were atypical when compared to expected responses. The customer indicated that the calibration may not have been performed using the protocol as outlined in the instructions for use. Recalibration with a freshly made set of calibrators and fresh reagent has resolved the issue. Acceptable quality control results have obtained post calibration. The root cause is atypical calibration responses. Improper fluid handling or reagent handling that was inconsistent with the vitros amon IFU recommendation cannot be ruled out.